Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high and erratic when performing back to back blood glucose tests. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient stated that the alleged issue began within the week that she called lfs. The patient stated that she obtained a blood glucose (bg) result of "300 mg/dl" which she thought was inaccurately high compared to how she was feeling when she tested and so she performed a second bg test and obtained a bg result of "138 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient reported managing her diabetes with 2.5 mg of glipizide daily at the time of the alleged issue and denied making any changes to her normal diabetes management as a result of the alleged issue. The patient reported testing her bg every morning and when she feels symptomatic. The patient mentioned that her normal bg results are between 89-110 mg/dl. The patient claimed that sometime around when the alleged inaccuracies began she had "low blood sugar" but could not specify the symptoms, just that it was an overall feeling she got when her sugar was low. The patient informed the mss that she went to the doctor on the afternoon of (B)(6) 2012 because she had obtained a bg result that morning of "136 mg/dl," which she thought was high compared to how she was feeling at that time. The patient stated that while at the doctor her bg was tested on the doctor's meter and a result of "74 mg/dl" was obtained. Her doctor reportedly gave her a candy to bring her glucose up but when she was retested, 30 minutes after, her glucose had dropped to "64 mg/dl." The doctor reportedly gave the patient biscuits and waited until she felt better before allowing the patient to go home. The patient stated that her doctor reduced her glipizide to 1 mg a day, due to the reported low bg results. The patient said that she felt fine within a couple hours of eating. At the time of troubleshooting the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. During troubleshooting the patient did not have control solution, so a control solution test could not be performed. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms of low blood sugar which is suggestive of a serious injury and reported that her doctor decreased her medication due to low blood glucose results. In addition, the two results being compared exceed lfs' specifications for precision testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (8/6/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.